Manufacturer narrative:
The insulin pump was received with blank display due to corroded electronic, motor and keypad assemblies. It was also received with a cracked case at the display window corners and a scratched display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the display went blank and there is condensation under the screen. She explained that she exercised and then went into the sauna wearing the insulin pump. She stated that she changed the battery but the display did not return. Blood glucose value was 85 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.